Event description:
Boston scientific crm received information that this atrial lead was exhibiting low impedance measurements and intermittent loss of capture. Additionally, noise was oversensed which resulted in pacemaker syndrome. A revision procedure was performed and a lead fracture was revealed. It was reported that this patient had been lifting weights. The lead was explanted and replaced without further incident.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted both coils (anode and cathode), were stretched and only the anode coil is fractured, 21.5 cm from pin. Resistance testsing was performed to assess the electrical continuity of the lead. Detailed analysis confirmed the reported clinical observation of a lead fracture as the lead was found to be electrically discontinuous. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.